Manufacturer narrative:
(B)(4). Batch # t94w76. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a laparoscopy, after 20 minutes of use, the white pad detached from one of the jaws of the device. The surgeon noticed the problem and changed the device. Surgery was delayed an unspecified amount of time. As the device has been sent for analysis, the customer could not check if the tissue pad was completely missing from the clamp arm. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 8/13/2020. Investigation summary: the device was returned with the tissue pad damaged, melted and 100% present and properly attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and a gen11, and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. As part of our quality process the manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about. Please reference the instruction for use for more information: care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary.